Event description:
The pt was implanted with 2 leads with the same lot number (for off label use). It was reported the pt fell down the stairs and since then stimulation has become intermittent. The pt is implanted in the occipital area. The pt reported he could feel that the lead had moved about 3 inches and can feel a lump. He also reported he was having memory issues. The pt is working with his physician to determine the next course of action. Surgical intervention is pending to address the issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.